Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had not alarming for insulin being low. The customer¿s blood glucose level was 94 mg/dl. The customer was assisted with troubleshoot for beep/vibrate anomaly and customer states received the no delivery alarm for his pump being out of insulin but he cannot hear the pump. Pump is neither beeping nor vibrating currently. Customer states they are having trouble hearing the beeps. Customer assisted in performing a self-test. Pump beeped during the tone test. The customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomalies noted. Unit passed self-test. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.